Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by customer that the catheters anti reflux valve not working. Verbatim: rcc received a complaint via email. Email(s) attached. Facility name: xxxxxxx; product information: complete (1) report per product code; product code sku:xxxxxxxxxx; product description brand name:cathena bc pink 20g x 1.0 in; when problem was notice: during use; sterilization wrap: incident discovered during patient care:no; nature of patient care: quantity: (B)(4) ; uom: each; lot: 4237744; date of event: 2/6/2025 12:00:00 am; incident details: cathena, catheters anti reflux valve not working. Was patient or end-user injured: unknown. Injury details: was medical treatment required:unknown. Treatment details: patient current status: unknown. Has the facility filed a report with health authority(ies)?: no. Is photo available: no. Attach photo: no attachment. Is sample available:yes.

Manufacturer narrative:
Our quality engineer inspected the 50 representative samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed the septum was pierced through and torn. This tear would cause leakage at the septum. A blood escape time was performed and 14 of the 50 samples failed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions.